Event description:
It was reported that the battery of this recently implanted cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely as a recent longevity estimate indicated approximately two years remaining. It was noted that the right ventricular (rv) lead threshold measurement at implant was 0.4v@0.4ms. At this time, right ventricular autothreshold (rvat) testing was in suspension, right ventricular autocapture (rvac) was unavailable, and rv outputs were 5.0v @ 0.4ms. In addition, rv impedance measurements were low and have been trending downward since implant. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This crt-d system remains in service, however urgent device replacement was recommended. This patient is not pacer dependent, and no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this recently implanted cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely as a recent longevity estimate indicated approximately two years remaining. It was noted that the right ventricular (rv) lead threshold measurement at implant was 0.4v@0.4ms. At this time, right ventricular autothreshold (rvat) testing was in suspension, right ventricular autocapture (rvac) was unavailable, and rv outputs were 5.0v @ 0.4ms. In addition, rv impedance measurements were low and have been trending downward since implant. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This crt-d system remains in service, however urgent device replacement was recommended. This patient is not pacer dependent, and no adverse patient effects were reported. Additional information received reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to suspected premature battery depletion (pbd). The right ventricular (rv) defibrillation lead remains in service. No adverse patient effects were reported.